Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was poor communication on the patient programmer (pp). The patient had a rechargeable device, but was not able to communicate with the implantable neurostimulator recharger (insr). The patient was not able to connect to the implant. The patient did not know when she last felt stimulation or successfully recharged. The patient stated that since her implant she had been having issues with the stimulation changing and stopping. The patient reported that every time she moved her head, the stimulation would change and cause an irritating pulsation sensation that went to her shoulder and arm. The patient noted that in the beginning, the stimulation would only change if she moved her chin but then it got worse and every time she moved her head, the stimulation would change. The patient noted that she eventually stopped using the stimulation because of that. The patient stated that she was told by her hcp that they could reprogram her so the patient was trying to charge her implant prior to her appointment.

Event description:
Additional information was received from the patient via the manufacturer representative that reported that the implantable neurostimulator was in overdischarge as the patient was not compliant with proper charging procedures. An antenna locate was performed and a trickle charge successfully was performed at the time of the report. A power on reset performed and the patient was reeducated on charging. The issue was resolved at the time of the report. No surgical intervention occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.